Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheath was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that when attempting to remove the protective sheath from the delivery system, strong resistance was noted. When additional force was applied, the distal end separated. There was no patient involvement. The procedure was completed successfully using another device. There was no clinically significant delay in procedure. No additional information was provided.